Event description:
It was reported that the patient experienced diaphragmatic stimulation in bipolar and tip to coil configuration. Ring to coil configuration was required.

Manufacturer narrative:
No medwatch form was received.